Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had error code e207. The issue occurred during preparation for use. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the e207 error code occurred due to an emergency light failure resulting in a corrosion which was confirmed at the cement part near the lead pin. Hence, the definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.